Manufacturer narrative:
Tracking #.45943. D5,6; h4: info not available, device not returned for analysis.

Event description:
Rec'd notification of litigation from attorney representing pt's family. Complaint alleges co-defendant, dr "said stapler malfunctioned when used by him." Pt died on march 28, 1996. No info as to what procedure was undertaken or how pt died is included in complaint. Sales rep believes procedure was laparoscopic hernia repair.